Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd autoclavable camera head¿s buttons were not responding, and no image was present during procedure preparation. According to the initial reporter, this unit was swapped out with another, and the intended procedure was continued without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Buttons on front panel are not working due to a faulty charge-coupled device (ccd). It was also reported that a non-olympus cable was in use with device. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the lack of image was caused by a faulty ccd. However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.